Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a surgeon survey response was received. The survey results were related to the surgeon¿s usage and experience with the compress mini. The surgeon indicated approximately 12 surgical procedures were performed in the past 10 years. The surgeon further indicated complication of dislocation and infection have occurred. No further details were provided on the survey to clarify the number of complications or correlation to a surgical case. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk compress mini anchor plug; lot# unknown item# unk compress mini spindle; lot# unknown item# unk compress nut; lot# unknown item# unk transverse pin; lot# unknown item# unk compress centering sleeve; lot# unknown item# unk compress mini; lot# unknown (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.